Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing. Upon review of the settings, the pump displayed the residual volume was 24.6 ml and given volume was 111.55 ml. The medication label indicated 5fu(5-fluorouracil) was infused. The total volume to be infused was 138 ml for 46 hours at rate of 3 ml per hour. There was patient involvement, and no patient harm reported.